Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. An alert for low impedance on the right ventricular (rv) lead was noted in (B)(6). However, measurements today were within normal range. Insulation damage was suspected. The lead remains in use. No further patient complications have been reported as a result of this event.